Manufacturer narrative:
The device was returned to olympus for evaluation and found no malfunctions aside from the allegation reported in b5. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material could not be specified since it was unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle has foreign objects attached in the air/water nozzle. There were no reports of patient involvement.